Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j needle was exposed when the injector separated from the mating component after abraxane administration. The following information was provided by the initial reporter, translated from japanese: "abraxane (an anticancer agent) was given to a patient in a hospital ward. After administration, the hcp disengaged n35j from the spike set, and the injector needle was exposed. The sales rep.¿s comments are as follows: there is the possibility that the injector claws might have been broken upon engagement at the start of administration and this might have caused the failure of the safety sleeve to work properly. The same incident has occurred in april 2022 at this facility."

Manufacturer narrative:
H6: investigation summary one injector was provided to our quality team for investigation. The product was visually inspected and it was observed the grips of the safety sleeve were moved from their original position and the injector needle was exposed. A device history review was performed for lot 2201005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained sampled from the same lot were used for additional evaluation. The products were visually inspected and no damaged or other defects were observed. The injectors were successful engaged with a connector without issue and no needle exposure occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. No issues related to the reported incident were found. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulled it straight back and it cannot be forcefully engaged. Based on our quality team's investigation and sample evaluation, it was determined this incident is likely a result of improper activation. H3 other text : see h10

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j needle was exposed when the injector separated from the mating component after abraxane administration. The following information was provided by the initial reporter, translated from japanese: "(B)(6) (an anticancer agent) was given to a patient in a hospital ward. After administration, the hcp disengaged n35j from the spike set, and the injector needle was exposed. The sales rep.¿s comments are as follows: there is the possibility that the injector claws might have been broken upon engagement at the start of administration and this might have caused the failure of the safety sleeve to work properly. The same incident has occurred in april 2022 at this facility."